Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had been exchanged few times due to failure from power equipment use. Customer stated that the insulin pump rejected new batteries and had crack on the back of insulin pump from corner down to bottom. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for cosmetic damage located at the back of pump(crack) and alleged failed battery alerts along with unexpected battery power loss found on (B)(6) 2021. Device history and trace files downloaded successfully using thus software. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power loss alarm noted during testing or in the device trace download. No failed battery test alerts noted when inserting a new battery or during testing. No failed battery test alerts noted in the pump history. However, low battery alerts noted in the insulin pump history on (B)(6) 2021 at 9:40am and on (B)(6) 2021 at 12:55pm. Therefore, battery change occurred after 1 week. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked case, and cracked case on the battery tube side was noted. Failed battery test not confirmed during testing. Unexpected battery power loss noted confirmed during testing or in the power management graph. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.